Event description:
Customer reported that the device would not function and requested routine maintenance. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The device was received for evaluation. During pre-repair assessment, investigation revealed the device rpm was below specification. The device was repaired and returned to customer.